Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a decrease in compound muscle action potential (cmap) amplitude was noticed and diaphragmatic paralysis was confirmed on the fluoroscopic image while ablating the right superior pulmonary vein (rspv). The diaphragmatic paralysis was still present at the end of the procedure. The patient was discharged without symptoms or prolongation of hospitalization, but the condition of the diaphragm was unknown at the time of discharge, so it is possible the phrenic nerve injury was still present.